Manufacturer narrative:
Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien xt valve explant approximately 4 year and 2 months post-implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 4-year and 2 months post thv is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information, sections g6, h2, b5: corrected/updated with new information. H6: device codes, type of investigation, investigation conclusions and h10 has been added. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the stenosis is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from fcs, approximately 4 years post valve implant, the sapien xt valve was explanted and a surgical valve was implanted. The reason for the explant was pvl and stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering review findings, sections g6, h2, b1 corrected, h6: device code added. Investigation is still ongoing.

Manufacturer narrative:
Corrected with new information. H6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As technical summary written by edwards lifesciences applies to this complaint event, an engineering evaluation is not required. Review of manufacturing mitigations is captured in the technical summary. Imagery was provided in the article, ''successful implantation of rapid deployment aortic valve after tavr explantation'' and it noted the sapien xt valve was severely adhered to the aortic annulus and surrounding structures. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on the article, ''successful implantation of rapid deployment aortic valve after tavr explantation''. A review of DHR did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. An in-depth evaluation regarding the complaint for calcification on the sapien xt valve has been documented in technical summary written by edwards lifesciences. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variablity and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. As reported, ''approximately 4 years and 2 months after a transapical tavr procedure, a sapien xt valve was extracted, and surgical aortic valve replacement (avr) was performed...the explanted valve showed significant calcification of the cusps and reduced flexibility.'' In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. A pra is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed.

Event description:
As reported by our affiliate in (B)(4) and through the (B)(6) implant patient registry (ipr), approximately 4 years and 2 months post implant, a 26mm sapien xt valve was explanted and a surgical aortic valve replacement (avr) was performed. Information regarding the reason for the valve explant was not provided at the time of the report.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.